Event description:
During a laparoscopic appendectomy, the trocar broke in the pt's abdominal cavity. The majority of the pieces were retrieved, however some were not retrievable. Pt was informed by surgeon. Item sent to pathology for gross and then sent to risk management.